Event description:
It was reported that the pt was explanted on (B)(6), 2012 due to medical reasons, namely enduring swelling over the implant, probably caused by a bacterial infection. The pt was implanted in 2008 and the problems occurred since 1,5 years.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.